Manufacturer narrative:
Date sent: 03/14/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during an unk procedure, when the distal tip of active blade fell into the pt and could not be found and removed. No further details were communicated as yet.